Manufacturer narrative:
Product complaint # (B)(4). H6. Health effect - clinical code: e2401 - intercavernous sinus connection injury, e2401 - cavernous sinus injury, e2401 - nasal function disturbance. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: http://dx.doi.org/10.1097/io9.0000000000000251. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: title: mono-nostril endoscopic transsphenoidal surgery in management of pituitary neuroendocrine tumor: a single center experience authors: goran l. Omer, phd, stefano di girolamo, phd, rekawt h.r. Kareem, phd , fahmi h. Kakamad, phd, osman hussein, phd, imad j. Habibullah, phd, shaho f. Ahmed, phd, nashaddin a. Mohammed, phd, hiwa o. Abdullah, bsc, mohammed s. Mohammed, phd, avar f. Ahmed, bsc , sahand s. Ali, bsc, aland s. Abdullah, bsc, gianluca velletrani, phd citation: http://dx.doi.org/10.1097/io9.0000000000000251. This retrospective cross-sectional study aims to report the outcomes of mono-nostril etss in patients with pit nets based on a single-center experience. Between march 2021 to september 2023, a total of 29 patients (male=15, female=14) aged 29¿68 yrs, underwent endoscopic transsphenoidal surgery (etss) using surgicel. Reported complications are surgicel (ethicon) n=9 intercavernous sinus connection injury treatment: not reported n=8 cavernous sinus injury treatment: not reported n=6 nasal function disturbance treatment: not reported n=1 bleeding treatment: not reported in conclusion, the mono-nostril approach in etss may be a viable alternative with minimal intraoperative and postoperative complications. This approach may demonstrate promising outcomes with high rates of complete tumor resection and improvements in visual disturbances. Nevertheless, additional studies are necessary to establish a more robust body of evidence.